Manufacturer narrative:
After further review of additional information received the following sections ,g4,g7,h2,h3 and h6 have been updated accordingly. As reported, hemostasis was not achieved properly with the use of a 5f mynxgrip vascular closure device (vcd). Therefore, after device removal, manual compression was performed for 30 minutes. There was no reported patient injury. The device was stored, handled and prepped according to the instructions for use (IFU). There was no reported difficulty removing the product from the packaging. There was no damage noted to the product upon inspection prior to use. The procedure was a percutaneous coronary intervention (pci), that used a retrograde approach. Femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was pulsatile bleeding of the puncture site immediately noted upon removal of the advancer tube. The sealant was deployed to the proper location. The vessel was arterial and had little calcification. There was little tortuosity/angulation. The patient has recovered. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was disengaged from the black handle, the syringe was connected to the device with the stopcock open, and the sealant and advancer tube were observed to have remained in the outer cartridge tubing as received. It was reported that ¿hemostasis was not achieved properly with the use of a 5f mynxgrip vascular closure device (vcd). Therefore, after device removal, manual compression was performed for 30 minutes.¿ however, there was no blood observed on the sealant of the returned device as received. The condition of the returned device does not match the description of the incident. The procedural sheath was not returned with the device. Per functional analysis, the shuttle cartridge was retracted to the black handle, and the advancer tube was found properly engaged to proximal tamp lock as received. The returned device performed as intended per the mynx instructions for use (IFU). Per microscopic analysis, there was no blood on the sealant of the returned device. A product history record (phr) review of lot f1934001 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to achieve hemostasis¿ was not confirmed during the analysis of the returned device. The condition of the returned device does not match the description of the incident. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as failure to insert the device through the procedural sheath, may have contributes to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, ¿remove device, it instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen¿. Failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall, resulting in the reported incident. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
(B)(4). This device is available for analysis but the engineering report is not yet available. A review of the manufacturing documentation associated with lot f1934001 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, hemostasis was not achieved properly with the use of a 5f mynxgrip vascular closure device (vcd). Therefore, after device removal, manual compression was performed for 30 minutes. There was no reported patient injury. The device was stored, handled and prepped according to the instructions for use (IFU). There was no reported difficulty removing the product from the packaging. There was no damage noted to the product upon inspection prior to use. The procedure was a percutaneous coronary intervention (pci), that used a retrograde approach. Femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was pulsatile bleeding of the puncture site immediately noted upon removal of the advancer tube. The sealant was deployed to the proper location. The vessel was arterial and had little calcification. There was little tortuosity/angulation. The patient has recovered. The device will be returned for evaluation.